Event description:
The customer reported experiencing high blood glucose for the past two days. The customer stated that she sought a medical treatment from her doctor. The blood glucose reading at time of call was 268mg/dl. The customer was treated with manual injections. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the insulin pump passed the tests. Advised the customer to change the infusion set and reservoir to treat her glucose per doctor's instructions. The customer's mother called back and stated that she is still having high blood glucose after changing the infusion set and reservoir. It was stated that the customer was not feeling comfortable with the insulin pump and will seek her doctor for advice. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.